Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a feeling of "thumping" in the chest while pruning in the yard that lasted about 15 seconds and stopped immediately. The patient has not been seen by a medical professional. No changes have been made and the device remains in use. No further patient complications have been reported as a result of this event.